Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general. Abnormal. Bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("allergy"), psychological trauma ("psych injury"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and gastrointestinal disorder ("gi conditions"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, hypersensitivity, psychological trauma, bladder disorder, urinary tract disorder, menorrhagia, vaginal infection, vaginal discharge and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, device dislocation, dysmenorrhoea, gastrointestinal disorder, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Reporter information updated and patient demographics were added. Updated suspect drug indication. Lab data added. New events general. Abnormal. Bleeding, physical pain, abdominal pain, dysmenorrhea (cramping), psych injury, bladder disorder, urinary problems. Fu 3 and fu 4 process together. On (B)(6) 2019: fu 3 and fu 4 process together. New reported added. New events added: allergy, migration, menorrhagia (heavy menstrual bleeding), vaginal infection, vaginal discharge and gi conditions. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general. Abnormal. Bleeding') in an adult female patient who had essure (batch no. C76447) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery, endometriosis, hypertension, anxiety and migraine headache. Concurrent conditions included sickle cell trait since (B)(6) 2013, uterine bleeding, vaginal odor, dysfunctional uterine bleeding and morbid obesity. Concomitant products included nsaids since (B)(6) 2014 and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psych injury-depression"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and gastrointestinal disorder ("gi conditions"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, hypersensitivity, depression, bladder disorder, urinary tract disorder, menorrhagia, vaginal infection, vaginal discharge, gastrointestinal disorder, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, gastrointestinal disorder, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted essure confirmation test. Discrepancy noted as per pfs: patient did not underwent essure confirmation test but as per previous fu patient underwent essure confirmation test via hysterosalpingogram. As per insertion details: 4 coils right, 9 coils left, no immediate complication. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 14-oct-2019: plaintiff fact sheet received. Event abnormal bleeding (vaginal) was added. Event psychological trauma was replaced with the events: depression and mental anguish. Lot number was added. Treatment drugs, concomitant and historical conditions were added. Reporter's information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.